Event description:
Related manufacturer reference number: 2017865-2021-29003. It was reported that the device migrated out of the pocket. Additionally, an unspecified infection was noted. The device system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.